Event description:
(B)(4). Device installed in hospital under anesthesia. Suffered abdominal pain and cramping afterwards. Tremendous hair loss,longer periods, contraction like cramping, extreme bloating, bleed during intercourse, pain with intercourse, aggressive bv, fatigue, full hysterectomy including tube removal and one ovary due to it being enlarged and inflamed. Little to no activity due to daily pain. Difficulty walking. My right ovary infused to my uterus and this all started after essure procedure. I have also had some dizzy spells with ear ringing as if I will pass out.